Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set kinked cannula event on (B)(6)2026. Patient reported that the cannula was kinked. The infusion set was in use for three hours.the insertion site was abdomen. The blood glucose level was high (specific value unknown). The patient replaced infusion sets and resumed insulin deliveries successfully. No further information is available.